Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with l4-l5 and l5, s1 degenerative disk disease with discogenic pain syndrome and underwent following procedures: l4-l5, l5, s1 transforaminal lumbar interbody fusion (tlif) with arthrodesis using rhbmp-2 type 2; peek interbody devices; posterior segmental pedicle screw instrumentation; continuous intraoperative electromyography with baseline study; intraoperative fluoroscopy and microscopy left-sided approach. As per op-notes,¿ recombinant human bone morphogenic protein type 2 (rhbmp-2) was mixed on the back table and distributed amongst several collagen sponges per the manufacturer's recommendations. Local autograft, as well as some allograft cancellous bone, was then rolled into two of these sponges, and these sponges were inserted into the intervertebral disk space and pushed to the contralateral side. A third rhbmp-2/acs was then rolled into the center of the peek device and the interbody device was inserted carefully under direct visualization. Rhbmp-2 soaked collagen sponges rolled around cancellous allograft were then inserted (two sponges) at this level and were pushed to the contralateral side. Rhbmp-2 coated sponge was then inserted with the cage and this was inserted carefully into the intervertebral disk space.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.